Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from (B)(6) institute, (B)(6). The title of this report is ¿fixation of hand fractures with bicortical screws¿ which is associated with the stryker variax self-tapping titanium screws. Within that publication, post-operative complications/ adverse events were reported, which occurred between february 1994 to july 2002. In the provided study, products from two manufacturers, one of them being stryker, were used. It cannot be determined whether the reported adverse events are related to stryker products. It was not possible to ascertain specific device and or patient information from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses reflex sympathetic dystrophy. The study states that ¿another patient developed reflex sympathetic dystrophy after screw fixation of the second proximal phalanx base. This was treated with occupational therapy and nerve blocks. On 3-month follow-up evaluation the reflex sympathetic dystrophy was improving.¿